Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed and per the physician¿s opinion, the reported single leaflet device attachment (slda) was more than likely due to an insufficient grasp of the septal leaflet, or a combination of patient/procedural conditions. A cause for the reported poor imaging resolution could not be determined. The reported off-label use was due to the mitraclip device being used on a tricuspid valve. It should be noted that, per the instructions for use, "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". In this case, the device was used for a tricuspid valve procedure. It is possible the off-label use contributed to the slda. The unexpected medical intervention- additional mitraclip same procedure was due to case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment it was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Prior to inserting the device, it was noted the patient had a restricted septal leaflet and imaging was very poor. An xtr clip was inserted and the anterior and septal leaflets were grasped. It was noted that due to imaging, it was difficult to identify how much of the septal leaflet was captured. Although it was difficult to assess, the physician decided to deploy the clip. After deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtr clip was implanted without issues, reducing tr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.